Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. No serial or lot number was provided; therefore, a DHR review cannot be performed. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the device history record (DHR) review. Labeling review not performed. Issue of this type is not unexpected in leads of this age. There was no indication in the complaint that the product was not used in accordance with the IFU. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review is not required - the event is not reportable in an eea/great britain country, bsc is not responsible for training, and no new hazard was identified.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise due to suspected lead insulation anomaly. There was no change in the lead impedance and pacing threshold. The lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise due to suspected lead insulation anomaly. There was no change in the lead impedance and pacing threshold. The lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.